Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries will not charge, it is unknown under which circumstances the event was discovered or if there was any patient involvement.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) batteries will not charge. There was no patient involvement.

Manufacturer narrative:
Additional information - e1 (event site: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and troubleshooting has been performed to determine the defective part. The power management board has been replaced and batteries are charging . All required test have been completed and the unit has been returned to the customer and cleared for clinical service.

Event description:
N/a.